Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. Diopter: -18.00/+4.00/x095 device evaluated by manufacturer? No. Device not returned. Event problem and evaluation codes: (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -18.00/+4.00/x095 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a smaller length lens. This resolved the problem. See MFR. #2023826-2016-00006 for left eye.